Event description:
The customer reported that the sys was down. This resulted in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of pt injury or death associated with the event.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.